Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultramini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began around (B)(6) 2014. The patient informed the csr that they manage their diabetes with insulin (no-adjustments). The patient claimed they continued with their usual diabetes management regimen of lantus (14 units twice a day) and humulin r (10 units twice a day) in response to the alleged meter issue. The patient denied developing any symptoms as a result of the alleged issue however reported being hospitalized around (B)(6) 2014 where they received treatment of 14 units of lantus insulin. The patient claimed a blood glucose test was performed on the hospital meter at the time of hospitalization and reading of ¿546 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the patient was not a first time user of the lfs product and there was no indication of misuse of the device. The csr documented that based on the information provided the battery needed replacing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/04/2015). The patient¿s meter has been returned on 1/19/2015 and evaluated by lifescan product analysis on 1/21/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.